Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implantable pulse generator (pacemaker) exhibited an increased battery power consumption. According to the analysis performed, the longevity change was related to an increase of signal processing due to chronic atrial arrhythmia. This impacts the battery consumption of the device and is an expected observation with the change in patient condition. The device setting has changed to vvi and atrial sensing has turned off as corrective actions. No adverse patient effects were reported.